Manufacturer narrative:
(B)(4). The evaluation of the provided sample is anticipated, but not yet begun. The batch review did not find any nonconformances related to the reported condition during the manufacture of this device. A follow-up report will be submitted once the evaluation results become available.

Event description:
It was reported that plastic flakes were observed inside an eva bag prior to fill. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Cfn-(B)(4). The used sample was returned for evaluation. The visual inspection confirmed the reported condition of visible particulate matter in the partially filled bag. The particulate could not be further analyzed as it was not successfully removed from the solution due to its small size (~0.2mm^2). Therefore, the origin of the particulate is unknown. Should additional relevant information become available, a follow-up report will be submitted.